Event description:
It was reported that an empty pump critical alarm was sounding and confirmed by telemetry. The manufacturer's representative reported that the low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2014. The pump was infusing an unknown drug. It was later reported that morphine and "another agent" were in the pump. It was noted that the patient was unknown but female and (B)(6). The patient had reportedly experienced withdrawal symptoms earlier this month. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).